Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mpu¿s patient cable and housing being damaged were confirmed, as the returned mpu (serial number (B)(6) served to have loose rubber around its patient cable¿s black and white lemo connectors. Cracks in the mpu¿s handle housing and battery door were also observed. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damages. The mpu¿s handle, battery door, and patient cable were replaced with new components, and the mpu¿s rubber feet were also replaced with new components. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6) e device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable was loose at the rubber around the black and white connectors of the mobile power unit. There were also cracks in the handles and battery latch. The 4 rubber feet on the device were replaced, as well.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.